Event description:
The customer reported that the ventilator is showing the extended high peak pressure alarm and will not deliver breaths. The ventilator was being setup for patient use. No patient involvement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The original date of awareness was reported as (B)(6) 2014. The information for this follow-up report was noted on 10/6/2015. The customer had their biotech department repair the ventilator. The root cause of the complaint could not be determined as the unit was not evaluated by carefusion. Additional information has not been received as of 12/29/2015. If additional information as to the failure of the device is received a follow-up will be filed.